Manufacturer narrative:
(B)(6).

Event description:
The customer reported the device alarms but will not power on. Due to a no power condition. If a loss of power occurs during use it could cause the unit to shut down. No patient involvement reported.